Event description:
Bayer case number: (B)(4) monthly bleeding [bleeding genital] disturbed sleep [sleep disturbed] chronic fatigue [chronic fatigue] oedema of the legs and ankles, especially the left leg [oedema of legs] (two essure implants were implanted on the left -> 3 implants in total [inappropriate insertion of multiple contraceptive devices] abdominal swelling [swelling abdomen] remarkable weight gain (from underweight body mass index (bmi) to obese bmi [weight gain] brain fog [brain fog] general health [has] deteriorated [general physical health deterioration] monthly bleeding fibroma [fibroma]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 17-dec-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of genital haemorrhage ("monthly bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("(two essure implants were implanted on the left -> 3 implants in total" on (B)(6) 2014). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 30 days after essure insertion, she experienced genital haemorrhage (seriousness criterion medically important), sleep disorder ("disturbed sleep"), abdominal distension ("abdominal swelling"), brain fog ("brain fog") and general physical health deterioration ("general health [has] deteriorated") and was found to have weight increased ("remarkable weight gain (from underweight body mass index (bmi) to obese bmi") and fibroma ("monthly bleeding fibroma"). In (B)(6) 2014 she experienced fatigue ("chronic fatigue") and oedema peripheral ("oedema of the legs and ankles, especially the left leg"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, fatigue, general physical health deterioration and fibroma had not resolved. The outcomes for sleep disorder, oedema peripheral, abdominal distension, weight increased and brain fog were unknown. The reporter considered abdominal distension, brain fog, fatigue, fibroma, general physical health deterioration, genital haemorrhage, oedema peripheral, sleep disorder and weight increased to be related to essure administration. The reporter commented: I have had essure implants for 12 years: I was assured that these devices had been used for decades, that they were absolutely safe, yet since this implantation I have experienced significant and unexplained symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 84 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Abdominal swelling [swelling abdomen]. (Two essure implants were implanted on the left - 3 implants in total [inappropriate insertion of multiple contraceptive devices]. Monthly bleeding fibroma [fibroma]. Monthly bleeding fibroma [heavy menstrual bleeding]. Disturbed sleep [sleep disturbed]. Chronic fatigue [chronic fatigue]. Oedema of the legs and ankles, especially the left leg [oedema of legs]. Remarkable weight gain (from underweight body mass index (bmi) to obese bmi [weight gain]. Brain fog [brain fog]. General health [has] deteriorated [general physical health deterioration]. Case narrative: the below report was received by health authority ansm (reference number: r2535210) on 17-dec-2025. The most recent information was received on 26-dec-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal distension ("abdominal swelling") in a 35 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("(two essure implants were implanted on the left - 3 implants in total" on (B)(6) 2014). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 30 days after essure insertion, she experienced abdominal distension (seriousness criterion medically important), heavy menstrual bleeding ("monthly bleeding fibroma"), sleep disorder ("disturbed sleep"), brain fog ("brain fog") and general physical health deterioration ("general health [has] deteriorated") and was found to have fibroma ("monthly bleeding fibroma") and weight increased ("remarkable weight gain (from underweight body mass index (bmi) to obese bmi"). In february 2014 she experienced fatigue ("chronic fatigue") and oedema peripheral ("oedema of the legs and ankles, especially the left leg"). Essure treatment was not changed. At the time of the report, the abdominal distension, fibroma, heavy menstrual bleeding, fatigue and general physical health deterioration had not resolved. The outcomes for sleep disorder, oedema peripheral, weight increased and brain fog were unknown. The reporter considered abdominal distension, brain fog, fatigue, fibroma, general physical health deterioration, heavy menstrual bleeding, oedema peripheral, sleep disorder and weight increased to be related to essure administration. The reporter commented: I have had essure implants for 12 years: I was assured that these devices had been used for decades, that they were absolutely safe, yet since this implantation I have experienced significant and unexplained symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 84 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-dec-2025: quality safety evaluation of product technical complaint. Upon internal review, annex f code updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.